Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the complaint device was received and inspected. The complaint can be confirmed.a visual inspection was performed to determine if the device had any gross visual defects that may contribute to the complaint condition. It was observed that the red lure lock on the twistr shaft broken.the sleeve was twisted at the connection point between the drill and cylinder. It was also observed that there are scuff marks on the outer sleeve that the drill fits inside while drilling. This failure may be caused by excessive loading on the drill handle which can produce undesired bending of the drill shaft. When the drill shaft bends, stress can cause breakage of the connection between the drill and the cylinder therefore is a potential root cause for the reported failure. However, given the information provided we cannot discern a definitive root cause for the reported failure.a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via cst tool that the red lure lock on the twister shaft broke off when reaming the tibial tunnel. Rep had to open a new twister to finish the case. No surgical delay was reported. The procedure was completed successfully. No fragments generated. No adverse patient consequence was reported.